Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue related to supply bag falling off during dwell cycle. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error - incomplete connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that a bag fell off during dwell cycle 1 on the homechoice (hc) machine. There was no alarm on the hc machine. The technical service representative (tsr) assisted the home patient (hp) to end the therapy and advised him to start over using new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During further follow-up with the hp in regards to a separation between solution bag and cassette, the hp stated that he believed that he did not turn the luer lock all the way and the line became disconnected and fell to the ground. The hp started over using new supplies. The hp stated that he is doing fine and continuing therapy without issues with cycler or supplies. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.